Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, the motor arm cannot communicate with the main arm and software error detected from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the pump has only been in auto mode for 3 or 4 days. The customer treated the high readings with manual injections. The customer was advised to discontinue use of the pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file analysis confirmed the pump errors 53 and 4 were due to a software error. The pump was received with minor scratches on the lcd window and case.